Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 04.003.256, lot # 9683276, release to warehouse date: october 13, 2015, supplier: (B)(4), manufacturer: mezzovico. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the expert lfn ø9 r cann l380 tan (part #: 04.003.256, lot #: 9683276) was received at us customer quality (cq). Upon visual inspection, the nail was broken into two pieces next to the neck where the big shaft diameter transitioned to the small one. No transversal hole is that location therefore not drill marks. Both pieces were returned. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: shaft od was measured on each end of the breakage shaft od measured dimensions: shaft od = conforming shaft od = conforming device used ¿ caliper. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the nail was returned broken at its shaft. Although no definitive root cause could be determined based on the provided information it is likely the device encountered unintended forces. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Due to breakage seen on some tfna nails, pie a pia has been launched to address this issue. The need for further corrective/preventive action will be assessed within the pie. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nails: lfn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Photo investigation: the device was not received for investigation. The following investigation was done using the x-ray. Upon investigation of the x-ray provided, the left femoral nail is found to be broken. The definitive root cause cannot be determined from the information provided. A manufacturing record evaluation could not be performed as lot number is unknown. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, the patient¿s nail broke. The patient underwent the first surgery for initial low energy segmental femoral fracture in (B)(6) 2019, and a stryker t2 nail was implanted. On (B)(6), 2020 a revision surgery was performed due to t2 non union and a lfn nail was implanted. On (B)(6) 2021 a second revision surgery was performed due to the broken nail. Another lfn nail was implanted. This report involves one (1) nails: lfn. This is report 1 of 1 for (B)(4).